Event description:
A customer reported receiving a glucose result of 23.1 mmol/l on their freestyle mini blood glucose monitor, and within a ten minute timeframe obtained a glucose result of 11.0 mmol/l on an unk brand of glucose monitor. Customer then dosed based on the value of 23.1 mmol/l. Customer then began to feel symptoms of hypoglycemia, and was transported to a local hospital. Customer was diagnosed with hypoglycemia, and glucose tablets were administered in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.